Event description:
Edwards received information a patient with a 25mm 6900ptfx mitral valve implanted two years, 11 months, underwent valve-in-valve procedure due to mitral regurgitation. A 26mm 9600tfx was successfully implanted inside the failing 25mm valve. Patient was reported to be stable.

Event description:
Edwards received information that a patient with a 25mm mitral valve implanted two years, 11 months, underwent valve-in-valve procedure due to mitral regurgitation. A 26mm valve was successfully implanted inside the failing 25mm valve. Tee documented normal function of the newly implanted prosthesis with no mitral regurgitation. The patient was taken to the intensive care unit in stable condition. The patient was discharged on pod #2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.